Event description:
It was reported the patient was implanted with three leads and a competitor device. It was further reported that the implanted epicardial patch lead box and shelf box had a labeling error. Based on follow-up with the center, the lead implanted label had a serial number pre as tbh, but in the implant record, it was noted that the serial number prefix tbg was the lead implanted. Later review of the manufacturing database revealed, the patient deceased twelve days after the implant procedure on (B)(6) 2009. The cause of death has been requested, but not received. There is no allegation from a health care provider that the death is related lead related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - based on investigation, model 6721 epicardial patch lead boxes labeled incorrectly. Later reported patient was treated for (B)(6) bacteremia, the source thought to be the patient's aka stump. He was transferred to (B)(6) hospital for aicd extraction for possible lead vegetations. Patient stable leaving the or. After being treated for (B)(6), found to have e.coli bacteremia and treated with another round of antibiotics. Developed hypoxic respiratory failure requiring intubation and ventilatory support. Pneumonia noted on chest xray. Death certificate notes cause of death as cardio-respiratory arrest due to atherosclerotic heart disease, due to hypertension. Other significant condition(s) contributing to death, but not related to the cause: sepsis. Manner of death was natural causes and no autopsy was performed. Death summary diagnoses include - infection due to cardiac device; acute bacterial endocarditis; septicemia due to escherichia coli, (B)(6) septicemia; septic shock; severe sepsis; end-stage renal disease; acute respiratory failure; pneumonia due to bacteria; acute renal failure; acute-on-chronic systolic heart failure; amputation stump complication due to infection; uti; clostridium difficile, intestinal infection; hypertensive kidney disease with chronic kidney disease; pancytopenia; paroxysmal vt; complete av block; chf; paralysis agitans; atrial fibrillation; atherosclerosis of the native coronary artery; chronic airway obstruction.

Event description:
It was reported the patient was implanted with three leads and a competitor device. It was further reported that the implanted epicardial patch lead box and shelf box had a labeling error. Based on follow-up with the center, the lead implanted label had a serial number pre as tbh, but in the implant record it was noted that the serial number prefix tbg was the lead implanted. Later review of the manufacturing database revealed, the patient deceased twelve days after the implant procedure on (B)(6) 2009. The patient was pacemaker dependent.